Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12201. The pt reported a clear discharge near the ipg site. Pt does not have a fever, however the ipg site is sensitive to the touch. On (B)(6) 2012 the pt saw the implanting physician. Reportedly the incision was examined and a culture was taken. Pt was given oral antibiotics and scheduled for an explant. On (B)(6) 2012 the ipg, leads and anchors were explanted. On (B)(6) 2012, the pt reported she is healing well, but will not have another system implanted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.